Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 455mg/dl. The customer experienced flushed body, blurred vision, hard to breath, nausea and headaches. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the customer that the insulin pump would be replaced and revert to back up plan. The caller mentioned that the device alarmed motor error when she arrived to the hospital. The displacement test was completed and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.